Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023 . Approximately on (B)(6) 2023, the pediatric patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. The patient experienced vomiting. The cgm was reading low, and the blood glucose reading was 99 mg/dl. The patient was taken to the hospital and there they took a bg reading which was of high value (no specific values reported). The patient was treated there with IV insulin and anti-nausea medication. The patient was discharged the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.